Event description:
It was reported that upon routine follow-up and upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient had undergone an ablation procedure recently. A device software download restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.